Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this failure of the lens was optical component problem due to damage. A review of the device history record is not required should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device lens was broken during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient harm.

Manufacturer narrative:
E1: address 1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.